Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer also stated that on a separate occasion she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 103 mg/dl. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The displacement test passed. The customer stated that her doctor checked the insulin pump and found that the basal rates were programmed incorrectly. The customer's doctor preprogrammed the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.